Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to clinic with shortness of breath and palpitations. The health care professional (hcp) did not believe the symptoms were related to the device.